Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is (B)(6).

Event description:
Clinician reported that they had to replace the loosened screw.

Manufacturer narrative:
This report is being submitted to report additional information. The device was not returned and the reported event could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Based on the evaluation the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be performed since the subject lot number was not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. An item number complaint history review was performed for similar events dating back 12 months from the date of notification and there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: b3: date of event; h2: if follow-up, what type.